Manufacturer narrative:
Visual inspection was performed on the returned sample; the issue of leakage was not identified. During functional testing of the device, leak was identified from the administration spike port bonding area. The issue was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 2000 ml eva tpn bag, leak was identified from the administration spike port bonding area. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-00456. All information can be found under manufacturer report number 1416980-2026-00456. Should additional relevant information become available, a supplemental report will be submitted.